Manufacturer narrative:
Image review: single x-ray images are provided status post c5-6 artificial disc replacement.these show an exaggerated opening of the device with anterior migration at both the c5 and c6 levels. No further dates are provided.it is unclear if the two side by side images represent the same date or different dates for comparison.the c5 end plate appears to have been left with an overly angulated appearance possibly contributing.root cause indeterminate.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that on (B)(6) 2015, patient underwent mast midlf due to stenosis with 2 levels implanted. Intra-op, the device broke. The fracture might have occured when the surgeon tried to position the graft in the disc space with one on the impactors. The implant broke and fragments of the implant remained inside the patient. Patient just wanted to know what was going on with the graft. Surgeon has no plans to remove the device. No patient complications were reported as a result of this event.

Manufacturer narrative:
Image review h6:image review: status post l4-5 l5-s1 midlif procedure fracture of the l5-s1 interbody graft is present on x-ray.contributing factors include the size of the graft compared to the l5-s1 intervertebral space and whether or not it was impacted against the ebdplate.solid fusion is not present on these x-rays.date from procedure is not provided. Hardware placement is otherwise appropriate.